Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which is preventing the clip from loading properly. The buildup was manually removed, and another attempt was made to fire the device. Other remarks: this time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The device history review for the product auto endo5 ml lot# 73c1800131, investigation did not show issues related to complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.